Event description:
The manufacturer received information alleging oxygen pressure dropped regarding a trilogy ev300. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated remotely by a third-party service engineer, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices failed the system leak verification test during final test after installing the main flower sensor. The customer states they will attempt to install another flow sensor to see if that corrects the issue. The system does not meet the specification for the performed service and is not returned to use. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue. Attempts will be made to gather additional information. If any additional information is received, a follow-up report will be filed.